Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the unit and to perform the preventative maintenance (pm) on the unit. Fss found blue screen unusual boot volume. Fss found the programmed hard drive to be faulty. Fss performed the pm and because of the boot up error, he installed a new programmed hard drive, which resolved the issue. Fss cleaned the fluidics assembly, air filters and drain pump, replaced o-rings, filters on the system as well as battery pack on the acp footpedal as part of the pm. Fss performed touch screen and advanced control pedal (acp) footpedal calibrations as well as performed the field service checklist and vacuum calibration. Fss also verified the phaco handpiece, serial number (B)(4), which checked out to be fine. The system passed all functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported blue screen occurred when they booted the whitestar signature system and an error that program is not able to load. There was no patient involvement reported and the patients treatment were cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.